Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported reports images not lining up in mosaiq.

Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation found that the transfer of CT images and shift information between xvi and mosaiq were correct. Mosaiq was working as designed and intended.